Manufacturer narrative:
(B)(4). D4: model number - correction . H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the receiver display was frozen. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. Confirmation of the complaint was undetermined. The probable cause could not be determined.